Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (right thigh) while wearing the device. The patient was diagnosed by their doctor with cellulitis. The patient was prescribed trimethoprim sulfamethoxazole and muporocin ointment to be taken for 10 days. After 10 days the infection site had not improved. The patient had gone back to their doctor and an incision and drainage was completed as well as the site was dressed in topical antibiotics. The patient was prescribed antibiotics to be taken 3 times daily as well as warm compressors were prescribed. The patient also received a aerobic culture in which revealed no growth. After 1 week the patient had experienced symptoms of a headache and fever. The patient at this time was discharged with supportive care. After 2 weeks a ultrasound was performed due to the infection site was not healing correctly. Upon 5 days passing the patient followed up with a dermatologist and a punch biopsy was performed in which the results were negative. Upon 2 months after the initial infection a culture was performed and resulted in a bacteria found known as mycobacterium immunogenum. The patient underwent a laser (maldi) assisted procedure with an excision with layered closure by plastic surgery and remains on antibiotic therapy, it should be noted when the patient had showed symptoms of a headache and fever the patient had been tested for possible exposure to sars-cov-2 in which the patient was found to have tested negative.